Event description:
Reporter stated the check button on the infusion device works intermittently and the soft components of the up and down buttons are worn. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).